Event description:
A customer reported to beckman coulter, inc. (Bec) that no foam was leaking in the hydro compartment of unicel dxc 600i synchron access clinical system and onto the floor. The customer cleaned up the leak but could not locate the source of the leak. There was no exposure to uncovered wounds or mucous membranes. No injury was reported. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
Bec customer technical support (cts) sent a replacement no foam assembly at the customer's request and generated a service request. Bec field service engineer (fse) visited the site on (B)(4) 2011. The fse found that the customer changed the no foam canister on (B)(4) 2011 and thought that it was still dripping. The fse changed valve v22 and tightened lines 125 and 132. The fse checked for further leaking but none observed. The fse cleaned the remaining spilled no foam in the hydro. The customer was to monitor the instrument. The customer continued to see leaking immediately following repair and requested the fse to return. The customer stated to the fse that the previously replaced no foam bottle had cracked at the side elbow fitting. The customer also reported that residual oil may have dripped from the instrument. On (B)(4) 2011, the fse installed valve v37, lines 125 and 132 and the new no foam bottle. The fse verified the repair per established procedure. As of (B)(4) 2011, the customer has not contacted bec with requests for further assistance for this issue (B)(4).